Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box showed several reboots on (B)(6) 2016. Visual inspection revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment; additionally, the audio bolus button cover was torn but the button remained responsive. Leak testing revealed a battery compartment leak and a bolus button leak. The returned battery cap was undamaged and was able to secure properly and maintained electrical connection. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and 24 hour testing with no power interruptions occurring. The complaint of a power issue could not be confirmed or duplicated on investigation. The pump casing was removed and moisture was found inside the pump on the continuous glucose module and the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.